Manufacturer narrative:
One used list # cl3931, 8.5" (22 cm) appx 1.0 ml, ext set w/microclave¿ clear, chemolock¿ port, spiros¿ w/red cap, clamp; (lot #5000397) was received for evaluation and visually inspected. As received, axial cracks were observed on the exterior of the male luer collar of the bonded male luer adaptor/spiros subassembly. Axial cracks were also present on the female luer of the bonded spiros. No additional damage or anomalies were identified. No mating devices were returned. A functional test was performed; the returned set was primed with water at gravity pressure and then leak tested per procedure. Slight fluid accumulation occurred in between the luer threads of the bonded spiros and male luer adaptor was observed. No other leakage was seen from the set. A photo was provided and evaluated. The photo shows one extension set in a plastic biohazard bag. No visible damage or anomalies can be seen in the image. A lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. The reported complaint of leakage can be confirmed. The probable cause of the cracks on the spiros female luer and the bonded male luer adaptor is likely due to unknown external impact force.

Event description:
The event involved a 8.5" (22 cm) appx 1.0 ml, ext set w/microclave® clear, chemolock¿ port, spiros® w/red cap, clamp. It was reported that on the patient¿s 5th, and last, day of r-epoch the device was leaking from the spiros end onto the patient's bed. The chemotherapy infusing was doxorubicin, etoposide and vincristine. The patient, and area, were cleaned up per the customer's protocol. The chemo spill was cleaned up per facility protocol. The spiros was connected to the baxter onelink on patient's portal. Therapy was ended; there was no blood loss or bleed back. No holes were noted on the device. There was patient involvement, but there was no adverse event or harm associated with the reported event.